Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of about 7 months, oversensing with inappropriate therapy was reported. The implant date was not provided and this system remains implanted at this time.